Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with a continuous low battery was not confirmed or reproduced during service. Upon further review, the quality engineer determined that the unit failed the 2.5 hour battery operational test with a low battery alarm on display. The quality engineer determined the as determined problem code to be battery low. The cause of the reported condition was determined to be a defective main battery. The main battery was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a low battery issue. The battery seems to be continuously low even when connected; this condition had the potential to interrupt delivery. This condition was found in the "(B)(4)" department. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.